Event description:
It was reported that, during a tha, a surgeon felt some reamers were dull.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a dull reamer involving an acetabular reamer 51mm was reported. The event was not confirmed. Device evaluations were performed by the vendor, who could not confirm the reported event via device inspections. The device showed signs of use, wear, and damage and was unremarkable. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the reported lot code. The investigation concluded that the vendor could not confirm the reported event and indicated that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use.

Event description:
It was reported that, during a tha, a surgeon felt some reamers were dull.